Event description:
A case report published in the journal of arthroplasty vol. 26 no. 2 2011 states that a (B)(6) male patients left hip was revised to address a peripheral segment of the liner which had fractured off at the anterior wall (9:00 position) and was sitting medially in the liner and was contributing to dislocation.

Manufacturer narrative:
A case report published in the journal of arthroplasty vol. 26 no. 2 2011 states that a (B)(6) male patient's left hip was revised to address a peripheral segment of the liner which had fractured off at the anterior wall (9:00 position) and was sitting medially in the liner and was contributing to dislocation. Doi (B)(6) 2001 - dor (B)(6) 2008 (left hip) . The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available, however, it has been reported that the depuy liner was implanted with a competitor manufactured femoral head. This use of the depuy device is not recommended. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.